Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation that the water tank and the bottom of the device have been too hot. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed that the evidence of liquid spots with a dust like contaminate along with hairlike fibers on the water tank lid, water tank seal, water tank, and the iso port (international organization for standardization). A dust like contaminate along with hairlike fibers on the ui (user interface) bezel, top enclosure, inlet/outlet seal, center enclosure, blower motor, heater plate, and the bottom enclosure. The blower box also had a dust like contaminate. The power supply and power cord were not returned with the device. Potential no clean flux on the sd card slot of the pca (printed circuit assembly). There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was not able to confirm the complaint of the water tank and the bottom of the device being too hot. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.